Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right renal artery using ruby coils. During the procedure, the physician successfully placed three ruby coils into the target vessel using a px slim delivery microcatheter (px slim); however, while advancing the fourth ruby coil, the pusher assembly became kinked and consequently, the ruby coil unintentionally detached within the px slim. The px slim was removed and the ruby coil was flushed out. The procedure was completed using additional ruby coils and the same px slim. It should be noted that although a rotating hemostasis valve was utilized, the physician did not maintain continuous flush. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was fractured approximately 88.0 cm from the proximal end and kinked throughout its length. The embolization coil was detached from the pusher assembly and had the proximal constraint sphere intact. Conclusion: evaluation of the returned device revealed the pusher assembly was fractured and kinked. This damage may have occurred due to forceful manipulation of the ruby coil at extreme angles during advancement through a microcatheter. Further evaluation of the returned device revealed the embolization coil was detached from the pusher assembly and had the proximal constraint sphere intact. If the pusher assembly becomes fractured, the pull wire may withdraw from the distal detachment tip, which would allow the embolization coil to detach. The px slim mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.